Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00130. This second MDR is being submitted for the same suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. A pt was initially skin tested 14 dec 1999 and again on 22 dec 1999, with negative results. Pt received initial treatment with bovine collagen in the nasolabial folds in 2000. Pt complained of urticarial redness at the test site on right forearm on 10 mar 2000. On 13 apr 2000, pt had redness and swelling at the right nasolabial fold, and subsequently has had intermittent swelling and redness at both nasolabial folds which remains ongoing. Physician injected right nasolabial fold with intralesional kenalog the next month, and injected left nasolabial fold with intralesional kenalog again 4 days later. Physician has prescribed nothing further, however, indicated another physician prescribed a 3 week course of oral prednisone. The physician has diagnosed hypersensitivity and delayed positive skin test related to the collagen.